Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. The day after event onset, the patient was hospitalized for the peritonitis event. The same date as hospital admission, the patient was treated with intraperitoneal (ip) injection of vancomycin (500 mg per bag, ongoing) and ip injection of meropenem (500 mg per bag, ongoing). It was reported the patient was not recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that three days after event onset, the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death and at the time of death. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.